Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrode 1 displayed an intermittent signal during electrical testing. Additionally, short circuits were detected. Further testing revealed a fracture in the rf conductor wire just proximal to the weld joint on the rf plate, consistent with the intermittent signal detected. A leak was also noted at the irrigation tubing and tip assembly junction due to the pi irrigation tubing detaching from the metal irrigation tubing, consistent with the observed short circuits. The fractured rf conductor wire and the noted short circuits are consistent with the reported signal issue.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak of the catheter.